Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pods cannula had failed to deploy upon initial activation.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. The download data showed that the device completed 45 pulses, all of which were first prime pulses, before being deactivated. No timeouts, drive stalls, or alarms were observed in the download data. The device was deactivated before the priming sequence was completed, which is why the device did not deploy. No other damages or deficiencies were observed during the investigation.